Manufacturer narrative:
A root cause has not been identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure, the system displayed a system message prior to inserting the cassette. There was a delay of approximately 20 minutes while the system was exchanged. The surgery was concluded successfully and there was no harm or injury to the patient.